Manufacturer narrative:
This product is manufactured in the u.s but is not marketed in the u.s. Diopter: -08.00. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer -08.00 diopter lens in the patient's right eye (od) on (B)(6) 2014. Excessive vaulting was noted n (B)(6) 2014. The lens was explanted and exchanged for a shorter lens on (B)(6) 2015. This resolved the problem.